Manufacturer narrative:
Investigation results: the visual inspection shows that the plunger was depressed. Other observation the seal still loaded inside the deployment tube and cracked. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.